Event description:
Philips received a complaint on the patient information center ix indicating that they are not getting volume on the overview station. The device was in clinical use. There was no patient or user harm reported.

Manufacturer narrative:
The philips remote service engineer(rse) determined that this was a configuration issue as the display sound was set as default. The reported problem was confirmed. No further action is needed at this time.